Manufacturer narrative:
The compressor mini was investigated by our field service engineer. He found that the compressor mini had blown fuses. The fuses and mains inlet were replaced. The compressor mini was returned to service after successful functional and safety checks. The fuses have not been investigated, but earlier investigations determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. Which of the above causes caused the fuse to blow has not been determined.

Event description:
It was reported that the compressor mini shut off. There was no patient involvement reported. (B)(4).